Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode due to electromagnetic (emi) interference from magnetic therapy bed. The pacemaker was successfully restored back to normal. The patient was in stable condition.